Manufacturer narrative:
On (B)(6) 2021 (event date) the customer reported the screen went blank and insulin pump started beeping after moisture exposure. The customer was not paying attention to the display therefore, unsure if any errors or alarms occurred. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, broken belt clip rails, cracked select case cracked behind the insulin pump at the corner of the belt clip rails, and broken battery tube threads. Moisture damage was found on the electronic assembly electrical board 1 and electrical board 2, the motor, and force sensor during visual inspection. The insulin pump powered up after battery installation. No blank display noted however, the insulin pump powered up with a critical pump error (open book image) alarm. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify unexpected battery power loss due to critical pump error (open book image) alarm. The insulin pump was successfully downloaded utilizing crest and thus. No critical error handling or fatal alarms noted in the history files however, the bootloader traces indicate an faulty connector radio frequency board test failure triggered the critical pump error (open book image) alarm due to moisture damage on the faulty connector radio frequency board chip. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No power/battery related alarms found in the history files for (B)(6) 2021 (event date) and two (2) check bolus bg alerts [(B)(6) 2021 at 07:25 and 14:00 are present. The force sensor zero offset is within specification (18.3 milivolts). Blank display and unexpected battery power loss are not confirmed. Audio anomaly (insulin pump beeping) and moisture damage are confirmed. No critical error handling or fatal alarms noted in the history files. Critical pump error (open book) alarm due to moisture damage on the rf chip. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Customer stated they wet into river and insulin pump stopped working. Customer stated insulin pump was beeping. Insert battery alarm did not displayed on the screen. Customer stated battery cap was neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Display did not returned after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.